Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings/ normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began in (B)(6) 2019. The patient alleged that she obtained an inaccurate high result of ¿400 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient reported that she manages her diabetes with 10 units of tresiba once daily and reported that in response to the alleged inaccurate high result she went to the emergency room (ER), where she was given 8 units of insulin. The patient claimed that an unspecified time after obtaining the alleged high result with the subject meter she developed symptoms of ¿head was hurting, lightheadedness, blacked out and felt shaky¿. The patient claimed that an unspecified time after receiving the insulin treatment she had her blood glucose measured using the ER meter and a result of ¿60 mg/dl¿ was obtained. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were within open expiry/discard date. The csr was unable to walk the patient through performing a control solution test on the subject meter as the patient did not have any available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after receiving 8 units of insulin at the ER after obtaining an alleged inaccurate high result of 400 mg/dl with the subject meter.